Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after more than 1 day from placement of the catheter, solution was found leaking from connection between the filter and the pca pump in the ward. The user guessed that there was no abnormality in the catheter, but would like us to investigate it for confirmation. Additional information: the catheter was replaced with a new one.

Event description:
It was reported that after more than 1 day from placement of the catheter, solution was found leaking from connection between the filter and the pca pump in the ward. The user guessed that there was no abnormality in the catheter, but would like us to investigate it for confirmation. Additional information: the catheter was replaced with a new one.

Manufacturer narrative:
(B)(4). A device history record review was performed on the snaplock assembly, epidural catheter, and filter straw with no relevant findings. The customer reported there was a leak during use. The customer returned one snaplock assembly nrfit and one epidural catheter. The returned components were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed the snaplock assembly appear typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears used as biological material can be seen on the inner coils and adhesive can be seen on the outer extrusion. No other defects or anomalies were observed. A functional flow test was performed on the returned snaplock assembly and epidural catheter per amrq-000017 section 7.8; rev. 8. The returned epidural catheter was inserted from the proximal end into the returned snaplock assembly until it bottomed out and the snaplock assembly was closed. The components were confirmed to be secured by tugging gently. The snaplock assembly was connected to the lab leak tester (ref-002902) and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds (stopwatch: ref-003150). No leak was detected. A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of a leak during use could not be confirmed based on the sample received. A device history record review was performed on the snaplock assembly, epidural catheter, and filter straw with no evidence to suggest a manufacturing related issue. The returned snaplock assembly and epidural catheter passed a functional leak test. Therefore, based on this, there were no functional issues found with the returned sample.